Manufacturer narrative:
Correction: after further review the file is revised to non-reportable malfunction. Technical support performed troubleshooting over the phone to determine the customer reported issue of: error code 600.6835 on 8015 ls unit. Technical support - 1. Tech get error code 600.6835 on 8015 ls unit 2. Which is a wireless network configuration failure 3. Normally they would need to transfer the network config. Onto the unit to resolve the issue, but they are not wireless there. 4. Try to transfer the network config silence if the task doe snot resolve the issue unit wi; have to come in for repair. Product type 8015 versions affected all symptoms/system effect: 8015 unit giving a 600.6835 error after boot up source: alaris¿ pc unit model 8015 software and hardware upgrade instructions to v9.33.1 steps to solve (internal) solution/workaround summary: troubleshooting for 8015 with an error 600.6835 suggested messaging: are you getting a 600.6835 error? High level steps/procedure: 1. Connect the alaris pc unit to the alaris system maintenance v10.33 software and repeat the transfer network configuration (silent) task. 2. If the transfer network configuration (silent) task fails, refer to the alaris system maintenance v10.33 software user manual for transfer network configuration ¿ error handling information. 3. If the error persists, return the alaris pc unit to carefusion for repair. (B)(4)[cid:image003.jpg@01d6e68a.8454beb0] from: bd tech support <bdtechsupport@bd.com> sent: friday, january 8, 2021 6:48 am to: customer feedback <customer.feedback@bd.com> subject: case escalation - case #(B)(4). A serial number was not provided therefore a review of the device history record cannot be performed. Based on the findings, technical support determined that the proximate cause of the reported issue. Tech support - tech get error code 600.6835 on 8015 ls unit, which is a wireless network configuration failure. The customer¿s reported problem was confirmed. There were no existing CAPA¿s listed for any of the parts listed in this file for repair. H3 other text : no product returned.

Event description:
It was reported that the device had a error code 600.6835. There was no patient involvement.

Manufacturer narrative:
The device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that the device had a error code 600.6835. There was no patient involvement.